Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from the company employee (patient's daughter). The case involves a (B)(6) male patient who underwent sepramesh placement. Later, the area above the umbilicus abrupted with toxic infection that came through patient's skin/festering infection in the skin that abrupted, developed recurrent abrupted fascia just above his umbilicus/subsequent abruptions with copious amounts of toxic fluid, toxic fluid from abruptions, finding some e. Coli/digestive juices, toxic fluid had begun to burn the surrounding tissue and experienced acute pain in that area. The patient had medical history of surgery for diverticulitis in 2005 and an abdominal hernia subsequent to this surgery. It was reported that the patient was diabetic. Past drugs or concomitant medications were not reported. On (B)(6) 2006, the patient underwent hernia repair using supramesh (batch/lot number and expiration date: not reported). It was reported that the patient had scar tissue from the surgeries. On an unknown date in (B)(6) 2015, the patient experienced an abrupted abdominal fascia just above his umbilicus and the area above the umbilicus abrupted with toxic infection that came through the patient's skin. It was reported that the patient was afebrile and had a normal wbc count and had a blood sugar >400 just prior to the abruption. The patient's healthcare professionals thought that there might have been a festering infection in the skin that abrupted. On an unknown date the patient went to the emergency room and was sent to surgery where the physician debrided the infected area down to the subcutaneous level and left the wound open and packed while the patient was in the intensive care unit (ICU). The patient received unidentified oral and intravenous antibiotics and was discharged with a 'dirty wound' sutured every two inches and packed. Also, the home health care was provided until wound care was healed. It was reported that the wound healed well, the patient was medically cleared and advised to wear a girdle to support the area until it strengthened. It was further reported that since the first abruption in (B)(6) 2015, the patient experienced three subsequent abruptions with copious amounts of toxic fluid in (B)(6) 2015. The reporter stated that the toxic fluid has begun to burn the surrounding tissue since the most recent abruption and the patient had been given an 'isolation bubble' to place around the wound to prevent further tissue burns. The patient's abdominal computed tomography (CT) indicated that the colon did not appear to be compromised and the physician was unable to determine the origin of the infection and considers that was maybe due to a nick in the "button" or suture of the sepramesh that was irritating the patient's colon. It was reported that the patient was being followed by a wound care specialist and infectious disease specialist. On (B)(6) 2015, infectious disease specialist had cultured the toxic fluid from the abruptions, finding some e. Coli, some normal human flora, no fecal matter and digestive juices. It was further stated by the reporter that the patient's general health was well, he did not look sick, he was not run down and was afebrile but the patient experienced acute pain in that area. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initialized and the results were pending for the same. Seriousness criteria: hospitalization for the events of area above the umbilicus abrupted with toxic infection that came through patient's skin/festering infection in the skin that abrupted and recurrent abrupted fascia just above his umbilicus abruptions with copious amounts of toxic fluid.

Event description:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). All sepramesh lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of required certificate of analysis testing and review of lot history and sterilization records. No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. Review of sepramesh data within the global safety database by genzyme/sanofi global pharmacovigilance and epidemiology for all ae terms associated with this case report revealed no signal. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Seriousness criteria: hospitalization for the events of area above the umbilicus abrupted with toxic infection that came through patient's skin/festering infection in the skin that abrupted and recurrent abrupted fascia just above his umbilicus/subsequent abruptions with copious amounts of toxic fluid. Additional information was received on 07/30/2015. Global ptc number and ptc results were added. Text was added accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 08/04/2015. The follow up information does not change the complete case assessment. Sanofi company comment dated (B)(6) 2015: this case concerns a (B)(6) male patient who underwent hernia repair with sepramesh and experienced fascial infection and fascial rupture afterwards. As there is a significant gap between the events and device usage, casual relationship cannot be established. However, reporter mentioned that infection may be due to a nick in the suture of sepramesh as per her physician. Moreover, lack of information regarding concurrent conditions of patient and medical history precludes the complete case assessment that might have played a role in the occurrence of event.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2015: this case concerns a (B)(6) male patient who underwent hernia repair with sepramesh and experienced fascial infection and fascial rupture afterwards. As there is a significant gap between the events and device usage, causal relationship cannot be established. However, reporter mentioned that infection may be due to a nick in the suture of sepramesh as per her physician. Moreover, lack of information regarding concurrent conditions of patient and medical history precludes the complete case assessment that might have played a role in the occurrence of event.